Event description:
The mentioned power adapter bearing the serial no (B)(4) collected from ktph mmd had wire exposed. Item had been transferred to qa location via (B)(4).

Manufacturer narrative:
A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. As of today, device return has been requested for this complaint but has not been made available to the designated complaint unit. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint will be reopened.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The returned device was assessed and the reported complaint was confirmed as the cord was damaged at the strain relief exposing the wires. Unfortunately the root cause for this damage could not be determined. The device was functionally tested and confirmed to be working as expected will be discarded following the evaluation due to the exposed wires.